Manufacturer narrative:
(B)(4). The product has been received for analysis. If upon the completion of the device analysis any further information is provided, a supplemental report will be created.

Event description:
It was reported that this right atrial (ra) lead was capped and abandoned due to a lead body damage. The lead was attempted to be removed, nonetheless, the majority of the lead was abandoned in the body. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was capped and abandoned due to a lead body damage. The lead was attempted to be removed, nonetheless, the majority of the lead was abandoned in the body. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. The lead was partially returned for analysis. The distal end of the segment showed the polyurethane tubing was cut. The anode (outer) coil appeared fractured and the cathode (inner) coil is stretched beyond the distal end of the segment. The end showed severed. Lead body damage allegations were confirmed based on the anode (outer) coil fractured at approximately 11 cm from the terminal end, likely due to fatigue fracture.